Event description:
A gfx 4.0 x 24 stent was deployed without difficulty. When balloon inflated, it burst. Physician unable to pull balloon out. Guide wire removed without difficulty. Fragment of balloon missing. Pt stable throughout.